Manufacturer narrative:
Additional information: e1, e2, e3 - healthcare provider's information.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely. The patient's implantable cardiac monitor (icm) exhibited intermittent under-sensing. The device was reprogrammed. The patient was stable.